Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male patient, on the 4th attempted shock, the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male patient, on the 4th attempted shock, the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a 74-year-old male patient, on the 4th attempted shock, the device extended time to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was evaluated by zoll medical canada and there was no indication of a device malfunction. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs shows evidence that the device did not shock due to an inconsistent r wave while in sync mode. Once a consistent r wave is detected, the shock button has to be held down in order for the shock to deliver. Analysis of reports of this type has not identified an increase in trend.